Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Technician booted up the unit and transducer fault immediately comes up. The transducer will not calibrate. The unit needs a main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela unit is inoperable on start up with transducer fault alarm. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: the reported complaint was confirmed by vyaire medical's failure analysis lab through the events log and not duplicated during functional check. The combination of xdcr faults at power-up with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure p/n 68374.